Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided . H6: additional h6- patient codes: 1932: inflammation. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #3 was removed due to infection. Patient came into office complaining of pain and a funny taste in her mouth. Pa taken and infection discovered upon exam. Implant and infection removed. Patient placed on abx and returned at later date for bone grafting of area. Patient will have implant replaced at later date. Symptoms as a result of the event: abscess, inflammation & pain